Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading at the time of admittance was unknown, but the customer stated that at one point the blood glucose reading was over 600 mg/dl. The customer complained of vomiting, headache, inability to lower blood glucose levels, and a possible infection. She was treated with an insulin drip. She noted that she was also being treated with her basal rates through the insulin pump in addition to the insulin drip. The customer was unable to perform an infusion set change because she did not have the supplies on her. She performed a bolus and it delivered insulin fine. She declined further troubleshooting due to not wanting to interfere with the current bolus delivery. Advised the customer to gather supplies needed for further testing on the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.